Manufacturer narrative:
The following fields have been updated with additional information: d.4 medical device catalog #: 383312. Medical device lot #: 8299697. Medical device expiration date: 2022-10-31. . Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that when ready to use, the needle would not engage after rotation and needle core needs to be adjusted again to enter the needle with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: when ready to use, it is found that there is no click when starting, and the needle tip cannot be restored when the needle is rotated after one rotation, and the needle core needs to be adjusted again to enter the needle.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8299697. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a review of our manufacturing facility was unable to identify any opportunities to generate the observed non-conformance during the production process. Without the ability to replicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review. Based on the investigation conclusion the condition reported by the customer is confirmed. However by the conditions of the sample, root cause to manufacturing process cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that when ready to use, the needle would not engage after rotation and needle core needs to be adjusted again to enter the needle with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: when ready to use, it is found that there is no click when starting, and the needle tip cannot be restored when the needle is rotated after one rotation, and the needle core needs to be adjusted again to enter the needle.

Manufacturer narrative:
Medical device expiration date: unknown; initial reporter phone #: unknown; a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when ready to use, the needle would not engage after rotation and needle core needs to be adjusted again to enter the needle with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: when ready to use, it is found that there is no click when starting, and the needle tip cannot be restored when the needle is rotated after one rotation, and the needle core needs to be adjusted again to enter the needle.